Manufacturer narrative:
The device was returned to glaukos, and an evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. No non-conformances were found. Based on these findings, the root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to surgical technique/experience with the device. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye trabecular microbypass stent system procedure, the surgeon was unable to successfully implant the stent in the intended location. Per initial report, the stent was implanted below the trabecular meshwork (tm) - described as scleral spur. Per report, compromised intraoperative visualization, including surgical technique and experience with the device contributed to the reported event. A back-up device was used to complete the procedure. Through follow-up, the surgeon confirmed that experience with the device (possible nervousness with new product usage) contributed to the device mispositioning. Postoperative examination found the stent securely embedded in spur, with no adverse impact to patient and no secondary surgical intervention required. The back-up stents appeared well placed in the tm. The patient most recent status was reported as ¿doing well with one (1) glaucoma medication expected to be withdrawn¿.